Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set . The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The home patient (hp) stated he had disconnected and forgot to press stop. The alarm occurred after the hp reconnected to the hc. The hp cycled the power. The technical service representative (tsr) had the hp disconnect and remove the cassette. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated he started over with new supplies. The hp resumed therapy without any problems with the new supplies. The writer asked if the hp contacted the pd rn regarding the alarm and the hp stated no. No patient injury or medical intervention was reported.